Manufacturer narrative:
Product complaint # (B)(4). Additional information: it was commented that it was probably a problem with the drain, since it was not applying suction using a reservoir. Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was the new drain placed surgically during a second procedure? No further information is available. Was there an suction issue with the reservoir? No. No suction was applied. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is it possible the customer is referring to a ¿catheter¿ or "IV" as functionally drains are meant for removing fluids not ¿injecting a drug into the drain¿ and into the patient. Please clarify with customer. Was the drain damaged when ¿injecting a drug into the drain¿? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2021 and a drain was used. During surgery, when injecting a drug into the drain, it got stuck in the middle. The drain was changed and there was no problem. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9, h6 component code: g07002 reported condition not confirmed. H3 evaluation: product sample received. One used drain sample received for evaluation. System test was performed to check the suction process of drain sample. No discrepancy found in suction test. Moreover no blockage found in the drain sample received. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is it possible the customer is referring to a ¿catheter¿ or ""IV"" as functionally drains are meant for removing fluids not ¿injecting a drug into the drain¿ and into the patient. Please clarify with customer. =>no further information is available. Was the drain damaged when ¿injecting a drug into the drain¿? =>no further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.